Manufacturer narrative:
30-jan-2018 product investigation results: the reporter returned toothbrush head on 12-dec-2017. Investigation results showed that the damage was due to manufacturing deficiency while adjustments were made to a production station.

Event description:
Something broken off underside of brush head, it was loose at first then fell out, parts came loose while brushing and landed in mouth [device breakage] no adverse event [no adverse event] case description: report source: non-event - spontaneous. A male consumer of unspecified age reported via phone on (B)(6) 2017 that something had broken off the underside of an oral-b power oral care refill precision clean. He reported it was loose at first and then fell out; parts came loose while brushing and landed in his mouth. This had occurred with 2 of the brushes from a pack of 4, and the other 2 brushes were described as fine. The consumer reported he had previously used this exact version of brush head. No symptoms were reported. Relevant history: none reported. Concomitant product: oral-b rechargeable toothbrush, version unknown. No further information was reported.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Something broken off underside of brush head, it was loose at first then fell out, parts came loose while brushing and landed in mouth [device breakage]. No adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A male consumer of unspecified age reported via phone on (B)(6) 2017 that something had broken off the underside of an oral-b power oral care refill precision clean. He reported it was loose at first and then fell out; parts came loose while brushing and landed in his mouth. This had occurred with 2 of the brushes from a pack of 4, and the other 2 brushes were described as fine. The consumer reported he had previously used this exact version of brush head. No symptoms were reported. Relevant history: none reported. Concomitant product: oral-b rechargeable toothbrush, version unknown. No further information was reported.